Event description:
On (B)(6) 2010, a siemens customer svc engineer (cse) was working on a preventative maintenance call and replaced boards in the multileaf collimator (mlc). The cse mistakenly swapped the addressing of mlc d21 and d22. It was reported the mlc calibrated properly. On (B)(6) 2010, the artiste machine was giving intermittent mlc error #1523, motor stall. Another cse arrived at 10 am, and it was discovered the d21 and d22 addressing was swapped; resulting in a corresponding swap of adjacent leaf pairs from x1-41 to x1-80. The cse reviewed this finding with the site physicist, who reviewed the records of six pts that had been treated with the boards in the swapped addresses, prior to the cse's arrival at the site that morning. Some of the treatments gave mlc interlocks and the treatment would not finish. The physicist inspected every field associated with the six pts treated and determined that none of the resulting mistreatments (dose to wrong location) were dosimetrically significant. Preliminary risk assessment is documented. Investigation and root cause determination are pending.

Manufacturer narrative:
Although the mistreatments administered in this case were not assessed to be dosimetrically significant, the leaf position impacts the limitation of the treatment beam and can affect the intended area surrounding treatment. The preliminary risk assessment indicated pcbs controlling different leaf blocks, if swapped by mistake, may result in a significant deviation of the treatment field from the plan, which could result in a serious injury if applied for several fractions. It is noted interlocks which monitor leaf positions and movements, operator verifications of light field and portal imaging, and error messages would minimize the potential for treatment initiation under improper board addressing. However, preliminary risk assessment revealed medwatch reporting was warranted when considering a potential for injury should the problem recur. A f/u report will be provided upon conclusion of the investigation.